Event description:
(B)(4). I had essure placement on (B)(6) 2013, and starting feeling symptoms right after I stop nursing my baby, nine months later. During the time I nursing, I didn't get my period. As soon as my period started back up that's when the horrible nightmare began. I visited the ER numerous times for different symptoms every time. My symptoms were: headaches, dizziness, fatigue, anxiety, panic attacks palpitations, chest pain, restless leg syndrome, abdominal pain, constipation, heavy periods, hair loss, weight loss, and flu like symptoms and more. It was horrible. My family of six was suffering with me, because I couldn't be there for my them. All this caused a lot of stress for me and my family. I was feeling guilty and blaming myself for making the worst mistake of my life, by choosing essure. I was 100% healthy before essure. Before essure I worked a full time, nursed my new baby , I was searching around to purchase a new home, and also have 3 more school age kids. Also finish my associate degree while expecting my third child. After essure I could barely take care of myself.